Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd/us probe unit shadow in image. Based on the result, we concluded that it was caused due to the moisture condensation in the ccd/us probe. In addition, we confirmed that the us connector cable perforated, the deflector washing socket deformed, the us connector cable leak, and the distal body worn out; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.